Manufacturer narrative:
Device manufacture dates: modem sn - 06/2006. Monitor - 04/2003. Electrode belt - 07/2003. Device evaluations summary: device evaluations of the returned equipment have been completed. The erroneous arrhythmia alarms during download were reproducible. The cause of the erroneous arrhythmia alarms was a defective tantalum capacitor c17 on the modem printed circuit assembly (pca) within modem. C17 had a cracked lead termination at the body of the capacitor which resulted in voltage spikes / noise on the 12 volt battery supply line within the monitor, when the modem was connected. The voltage spikes / noise were picked up by the ECG acquisition circuitry and interpreted as an arrhythmia. The root cause of the broken lead termination cannot be positively identified, but was likely due to physical shock, perhaps from a fall onto a hard surface. This is an unusual occurrence. Monitor and electrode belt passed all functional tests. No adverse event resulted from the faulty modem. The patient received a replacement modem, monitor, and electrode belt.

Event description:
A male patient contacted lifecor customer support regarding the bonging alarms and "no rate" messages he was getting. Support requested the patient perform a download. The patient began the download while still wearing the device. During the download attempt, the system erroneously declared on arrhythmia an recorded an automatic event. The monitor shut down the modem ending the download prematurely. Support had the patient disconnect the electrode belt and retry the download. The download was eventually successful. A review of the download revealed several erroneous arrhythmia declarations during the download attempts. The patient's monitor, electrode belt, and modem were replaced for investigation into the anomalies.